Event description:
A thermodilution catheter (or pulmonary artery catheter) allows us to calculate a cardiac output and continuously monitors the temperature of the blood (a patient's core temp). The monitoring difficulties we were having were originally that the monitor was not continuously recognizing the catheter and the cardiac output option would turn on and off by itself. After troubleshooting, we also realized that the temperature reading was fluctuating very quickly from one extreme to the other. After an hour with medical engineering, we felt all the monitoring equipment was working correctly and that the problems may be stemming from a damaged thermistor on the catheter itself.